Manufacturer narrative:
The lens was not returned for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or unusual finding that relates to the reported issue. Based on the available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was tilted asymmetrically in the left eye at time of implantation. Despite rotating and re-positioning, the lens remained tilted. Patient discomfort and pain made the removal and replacement of the lens unsafe during the initial procedure. The lens was then explanted approximately one month post-op and replaced with a different model lens. The patient's current prognosis is very good post exchange. In the physician's opinion the cause of the event is unknown.